Event description:
Customer reported an issue with the dpm 5 monitor, which may have resulted in loss of co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative evaluated the unit and corrected the unit's settings. Unit was calibrated and safety tested to factory specifications.